Event description:
It was reported that the ventilator started alarming and the pt was turning blue. The respiratory therapist confirmed that no gases were being delivered. The pt was bagged. (B)(4).

Manufacturer narrative:
Device eval anticipated, but not yet begun. A supplemental medwatch report will be sent when investigation is completed. (B)(4).